Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged esophageal & gastric cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on august 29, 2025, and h11 should be reported a the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged esophageal & gastric cancer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer a dust-like contaminant was observed on the top enclosure, rear panel, bottom enclosure, blower, blower seal, and blower box and dried liquid spots with potential mineral deposits were observed on the blower and blower box and hair-like particles were observed on the front panel. During investigation the manufacturer observed the top enclosure screws were observed to be missing. The manufacturer used a fitt (foam integrity test tool) and could not confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and could not confirm the complaint or address the symptoms specified. Evaluation method code grid, evaluation results code grid, component and conclusion code grid were updated.